Manufacturer narrative:
Event description updated to replace proximal femoral nail with torchanteric fixation nail - advance (tfna). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a torchanteric fixation nail - advance (tfna) procedure about 3 months earlier at another facility. The implant broke at the junction of the helical blade and the nail on an unknown date. It is unknown how the implant was found to be broken. It is unknown if the patient was symptomatic. A revision surgery took place on (B)(6), 2017 for the broken implaint. All the pieces of the failed construct were removed completely intact (blade and screws), without further complications. The nail was the only device that was broken in two pieces. The patient was revised to a standard tfn. There is no time delay or patient harm reported. No additional information is available. This complaint involves 1 part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown sometime in (B)(6) 2017. Other UDI: (B)(4). Original implant date is unknown, sometime in (B)(6) 2017. Date returned to manufacturer. (B)(4)concomitant device reported: therapy date sometime in (B)(6) 2017. Tfna helical blade 105mm (part 04.038.305, lot h267502, quantity 1). (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12-dec-2016, expiration date: 30-nov-2026. Part #: 04.037.159s, lot#: h248624 (sterile) -11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 6. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot - l063632, 04.037.912.4 - wave spring, shim ended bp-55 lot - 9937547, 04.037.912.3 - tfna lock drive bp-58 lot - h211589-4, h217017-2. 21127 - raw material lot bp-80 lot - h123944. Raw material received from (B)(4) certificate of analysis for titanium received from (B)(4) meet specification. Raw material receiving/putaway checklist meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a proximal femoral nail - advance (tfna) procedure about 3 months earlier at another facility. The implant broke at the junction of the helical blade and the nail on an unknown date. It is unknown how the implant was found to be broken. It is unknown if the patient was symptomatic. A revision surgery took place on (B)(6) 2017 for the broken implant. All the pieces of the failed construct were removed completely intact (blade and screws), without further complications. The nail was the only device that was broken in two pieces. The patient was revised to a standard tfn. There is no time delay or patient harm reported. No additional information is available. This complaint involves 1 part. Concomitant device reported: tfna helical blade 105mm (part 04.038.305, lot h267502, quanitity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. The following concomitant part was returned without an allegation against them part #: 04.038.305, lot #: h267502, quantity: 1. The tfna helical blade 105mm was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The 04.037.159s, lot number h248624, 11mm/130 deg ti cann tfna 380mm/left ¿ sterile was returned in two pieces. The nail broke in two pieces at the helical blade insertion hole. It is an oblique fracture and the proximal fragment of the nail (with locking mechanism) measures approximately 45.24 mm. The balance of the implant shows signs of being implanted/removed. This complaint is confirmed. A visual inspection, DHR review, dcrm review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The 04.037.159s titanium cannulated trochanteric fixation nail advanced (tfna) is an implant intended for treatment of fractures of the femur. The tfna nail was returned and the complaint condition is confirmed. The implant was returned in two pieces. The nail broke in two pieces at the helical blade insertion hole. It is an oblique fracture and the proximal fragment of the nail (with locking mechanism) measures approximately 45.24 mm. The balance of the implant shows signs of being implanted/removed. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely caused by insufficient reduction or delayed healing causing increased loads on the implant, that would normally be supported by the bone, which could eventually cause it to break due to material fatigue. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ dcrm review: the complaint is adequately addressed by the risk assessment. Unknown screw added to concomitant devices. Therapy date reported as (B)(6) 2017 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown.